Manufacturer narrative:
Summary of investigation one celsite discreet stl205f set, from batch 36982665, was returned for investigation. Device history record the batch record, number 36982665 was reviewed: the batch is within the specifications and no discrepancy was observed. No other similar complaint was reported on the units released in august 2021. Visual inspection of the returned device: access port housing blood traces were present. Between 5 and 10 puncture marks were visible inside the silicone septum. Catheter, the catheter was received in 2 parts: the proximal part of around 6 cm still connected to the exit port cannula of the access port housing. The second part of around 12 cm long. The 2 parts match together. The rupture facies was ovalized, pinched and irregular. This proves that the catheter was pinched, crushed at this level. Connection ring, the connection ring was still connected to the exit port cannula. Some blood traces were observed. No visible defect was detected. Dimensional measures the inner and outer diameters were verified and are compliant with the defined specifications. Conclusion the rupture of the catheter was due to a pinch off syndrome (confirmed by the complaint description made by the customer) resulting of the implantation trajectory of the catheter. The IFU give recommendations to avoid such events. It is a rare incident, not imputable to the device. No actions plan is foreseen at that time.

Event description:
1.the customer implanted the product but pinch off syndrome happened. 2.the silicone was broken which was difficult to remove from the vein. 3.the customer wants to investigate the product and to get feedback for the reason. There is no patient injury.

Event description:
The customer implanted the product but pinch off syndrome happened. The silicone was broken which was difficult to remove from the vein. The customer wants to investigate the product and to get feedback for the reason. There is no patient injury.

Manufacturer narrative:
Note: product reference 4430146 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36982665 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported on this batch of access ports released in august 2021. Investigation results: despite requests, we did not receive the complaint sample nor x-ray pictures for evaluation. We have received a picture of the explanted device. We can see that the catheter is ruptured about 6cm after the connection to the access port. The rupture area seems to be oval; this could suggest that the catheter was pinched at this level. The reported pinch syndrome is probable but we do not have enough concrete evidence to confirm it. Conclusion: without the complaint sample or x-ray pictures, we cannot conclude on the real cause of this incident. The pinch syndrome reported by the complainant seems probable but we do not have enough concrete evidence to confirm it. This is an isolated incident inside the whole batch, catheter rupture is a known complication of the access port implantation, documented in the IFU, this is a rare incident, no increasing tren is detectable in our complaint database, consequently, no corrective action is envisaged for the moment.